Event description:
Customer stated that she was completely incoherent and she doesn't remember the incident. The information is second-hand from family present at the time of the incident. Family called 911. Customer was not able to retrieve treatment, but was able to consume sugar, candy, and soda given to her. A friend of the customer tested her on friend's bayer meter as the paramedics arrived and customer stated that the meter would not give a reading because she was too low. The emts did not have a meter with them and did not test the customer, treated customer with a tube of glucose paste. Friend tested the customer on bayer meter again, result was 39 mg/dl. Emts stayed for 45 minutes. Customer was tested again and reading was above 70 mg/dl. Emts left the customer in the care of her family. Customer currently feels fine. The bayer meter mentioned in this event is not manufactured or imported by our firm. (B)(6).